Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo, and the hemostatic valve was broken when the dilator was inserted into vizigo sheath body. It did not fall off. According to the physician, he felt ¿a slimy slippery sensation¿ at hand when the dilator passed through the hemostatic valve, and when checking the hemostatic valve, he found it had been damaged. The sheath was replaced with a new one. The procedure was completed without patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo, and the hemostatic valve was broken when the dilator was inserted into vizigo sheath body. It did not fall off. According to the physician, he felt ¿a slimy slippery sensation¿ at hand when the dilator passed through the hemostatic valve, and when checking the hemostatic valve, he found it had been damaged. The sheath was replaced with a new one. The procedure was completed without patient consequence. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged from the irrigation hub and broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The dislodge and broken condition could be related to the incorrect insertion of the dilator into the sheath. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history review was performed for the finished device number lot 00002536 and no internal action related to the complaint was found during the review. The hemostatic valve separation issue reported by the customer was confirmed. The potential cause of the dislodged and broken hemostatic valve could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Correction to the initial report: corrected full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).